Event description:
I used renu with moisutre loc contact lens saline solution from 06/01/04 to 02/15/06 (not sure of dates just estimation). I was first diagnosed in 2004 with keratoconus. My cornea shows signs of scarring. My vision is blurred, my eyes are glued shut from the discharge some mornings, and I have constant pain and suffering. My eye shows signs of redness, sensitive to light and irritated. I am currently in school trying to complete a four-year, but my eye impairment is making my degree hard to complete. Four different specialist eye drs have seen me. All drs diagnose me with the same eye disease, keratoconus. My insurance didn't cover my entire medical exam so I had some out-of-pocket expenses. My left eye still has pain at times; vision is blurred about 30% with glasses on. My right eye has better vision but is deteriorating. I was fitted with rigid lenses contact, which were unsuccessful because I can't tolerate the pain the rigid lenses cause. Drs recommended saturn-type but I declined them because it was similar to the rigid lenses. I can't stand to be in pain constantly again. I have exhausted all other options to improve my eye vision. My only other option is to have surgery, after my pre-existing condition period is up I can schedule for my cornea transplant surgery for both eyes.